Event description:
It was reported that during a meniscus repair surgery, the fast-fix could not be used due to the second peek could not be deployed. Procedure was completed with a back-up device. Nor delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.